Event description:
It was reported that the patient wanted to know if a larger battery was available because they were looking for an alternative. The patient got 7 to 8 years with their first implantable neurostimulator (ins) but only 15 to 18 months with the second one. It was reported that the ins battery depletion was premature. The patient¿s settings were high at 3.9v but that was where the patient was comfortable. It was reported that it bothered the patient that they only got 15 to 18 months out of an ins and thought they should ask their health care provider (hcp) to put a zipper in.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v527946, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).